Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead ventricular septal lead had dislodged during the implant procedure while attempting to slit the guide after the ventricular lead screw. After the lead was removed from the body, the lead was inserted into the guide and screwed again but the screw could not be extended to the tip and could not be placed. As a result, excessive torque was applied to the lead at the hand side and the lead body twisted. The physician felt uneasy about long-term use and replaced the product because there were traces of twisting on the lead even after the torque was released. The health care professional believe that the failure to transmit torque was due to kinking of the catheter. A new lead was successfully implanted using a different catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.